Event description:
The caller reported via phone call that the customer's insulin pump was stuck in the rewind loop. The customer's blood glucose was 170 mg/dl. The customer was attempting to change out the infusion set when the issue occurred. The caller explained that they were able to fill the tubing and verify that drops were coming out. However, the call was unable to get to fill cannula. The customer's insulin pump kept rewinding. The customer did not receive any alarms. The customer was unable to exit the "preparing to prime" loop. After troubleshooting was performed, the customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.